Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture and sensing and elevated pace impedance measurements which was observed during a device changeout procedure during pocket closure. The physician made multiple attempts to insert a new ra lead at the at time but no vascular access could be achieved. The decision was made to keep the system as and the ra lead problem would be addressed on a later date. A few weeks later, the physician surgically abandoned the ra lead and achieved access on the right side and inserted a new ra lead. The new ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Manufacturer narrative:
Correction to d4 model/serial number of lead. If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture and sensing and elevated pace impedance measurements which was observed during a device changeout procedure during pocket closure. The physician made multiple attempts to insert a new ra lead at the at time but no vascular access could be achieved. The decision was made to keep the system as and the ra lead problem would be addressed on a later date. A few weeks later, the physician surgically abandoned the ra lead and achieved access on the right side and inserted a new ra lead. The new ra lead remains in service. No additional adverse patient effects were reported.